Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 40 mg/dl while wearing the pod. Symptoms reported include loss of consciousness as well as a seizure. Upon arrival of the paramedics the patient was provided glucose. The paramedics was with the patient for 45 minutes. The patient was not taken to the hospital. The patient reports their blood glucose at the time of this call was 357 mg/dl. The patient delivered a correction bolus and their blood glucose level had come down to 184 mg/dl.